Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient saw an intermittent out of regulation (oor) message on their patient programmer when they did their daily battery check. When the device was re-checked, it was confirmed that it was on and ok. The patient checked the device again on the day of this reported and it displayed an oor message; however, when re-checking it again on the day of this reported, it was confirmed it was on and ok. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included impedance testing on (B)(6). There were no actions/interventions taken to resolve the issue; the event remains ongoing. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the intermittent error message was due to an open circuit found on electrode 2, an active electrode. However, the patient did not experience any symptoms related to the issue. The impedance testing performed on (B)(6) showed as follows: c <(>&<)> 2, 0 <(>&<)> 2, 1 <(>&<)> 2, 2 <(>&<)> 3 > 40,000 ohms on the left side, and c <(>&<)> 11, 8 <(>&<)> 11, 9 <(>&<)> 11, 10 <(>&<)> 11 > 40,000 ohms on the right side. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.